Event description:
It was reported the 9900 system displayed a poor image quality. No pt image was reported.

Manufacturer narrative:
The service rep installed a ps2 power supply. The system operates as intended.